Event description:
The customer alleged they received a questionable thyrotropin (tsh) result on their cobas 6000 e601 module analyzer, serial number (B)(4). The patient's initial tsh result from the e601 analyzer was 42.74 uui/ml and it was reported outside the laboratory. The sample was tested on a vidas analyzer and the result was 4.38 uui/ml. The sample was then tested on an architect analyzer and the result was 5.245 uui/ml. The customer re-tested the sample in another laboratory using the roche tsh method and the result was 49.30 uui/ml. There were no adverse events.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Additional data were requested but not provided. The patient's sample was not returned for investigation.